Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that power supply of suite pc is broken. To resolve the issue, the fse replaced the power supply of suite pc. After replacement and repairs the device returned to good working order. The codes were updated based on the investigation outcome.